Event description:
Reporter stated that patient obtained a blood glucose results of 390 - 470 mg/dl, while using the comfort system. Based on these values, patient reportedly delivered 26 units of novorapid insulin (normal dose is 6 - 9 units). Approx 2 hrs later, patient reportedly experienced hypoglycemia and sought treatment at a physician's office. Reporter stated that patient's blood glucose measured 29 mg/dl on the physician's device. Patient was reportedly treated with glucose. Patient's current condition is reported to be "good". The MFR requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in foreign country.